Manufacturer narrative:
Product analysis: product ID: 9735669 s/n: (B)(4), axiem power connection failure. Other relevant device(s) are: product ID: 9735824, serial/lot #: unknown. Product ID: 9735736, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that while in the ear, nose & throat (ent) software on the navigation system, there is a ¿localizer not connected¿ error on the left side of the registration screen. When tracking details are opened, there is a fault next to the emitter. The user was able to unplug and replug the emitter back in and the issue is resolved. There was less then an hour delay due to this issue and there was no impact on the patient¿s outcome.